Event description:
Customer called in saying that had shut the acuity central station down to perform preventative maintenance and swap out the cpu. They were not monitoring pts during this planned maintenance. Tech support was not able to assist the customer in restoring normal operation. This resulted in the loss of centralized monitoring.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for evaluation.